Event description:
Our customer has reported us via distributor that during a surgery, it has been detected by the surgeon that the package of the reference 5520-b-400 contains the reference 5520-b-200.